Event description:
It was reported that during a therapeutic stone retrieval procedure, a stone became stuck in this basket. When the dr tried to withdraw the basket, he could not. So he decided to release the stone, but then the basket would not open or close. He disconnected the handle to order to remove the ureteroscope and then followed the wire back in to check the status of the ureter. The ureter had come away from the kidney, necessitating surgical intervention to remove the kidney.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, we are unable to determine if the device met its specifications. Our directions for use state; "caution: if resistance is encountered during advancement or withdrawal of the device. Do not alert excessive force... Objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope." However, we are unable to determine the relationship between the device and the cause for this event.